Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that it was impossible to put the devices through the abdominal wall. There was no pt consequence.

Manufacturer narrative:
Tracking #.45475. Date sent: 11/10/1998. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to why the reported instruments were "impossible to put the devices through the abdominal wall". The devices were tested, found to be functional and were cycled repeatedly without incident. The trocars were tested using a porvair simulation of skin and were found to cut properly. No deformity could be identified with instruments (a) and (b) during testing. Instrument (c) was rec'd with a small nick in the distal tip, but complete. The incident reported by the surgeon could not be repeated during testing.